Event description:
It was reported that the customer had a motor noise anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to monitor hr insulin pump or that we could replace the insulin pump to err on the side of caution. The customer requested that we replace the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan as per her heatlhcare provider instructions. The customer was advised that is she continues use of the insulin pump to monitor it closely.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unexpected motor noise anomaly noted during rewind due to faulty motor. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.